Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. Prior to pt use, the nurse noted cracks on the liner lids; subsequently, after suction had been on for unspecified lengths of time, a loss of suction was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).